Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux connection failed error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station displayed an error message stating "connection failed". The technical support specialist identified that the device was not connecting, and no usernames appeared in the lmi search library. The user exited the application, which resolved the issue and allowed the user to log in. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux connection failed error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event